Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient experienced aseptic loosening in her knee. This adverse event was addressed by a revision surgery on (B)(6) 2022 to exchange the journey knee system to a legion system. Current health status of patient is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2020, the patient experienced aseptic loosening in her knee. This adverse event was addressed by a revision surgery on (B)(6) 2022 to exchange the journey knee system to a legion system. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a revision surgery almost two years post implantation due to aseptic loosening. No further requested information was provided for evaluation. Without clinically relevant information for evaluation, the root cause of the reported aseptic loosening cannot be definitively concluded. Further patient impact beyond the reported revision cannot be determined. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee system revealed that loosening has been identified as a possible adverse effect . A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1020279-2022-01611. All further communication for this event will be managed in case: (B)(4), including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.